Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 90-130mg/dl - fasting. Strip expiration date is 06/13/2018 and strip open date is (B)(6) 2015. Strip storage is not correct. Back to back blood test performed nonfasting and results are 150 mg/dl and 144 mg/dl. Reviewed meter memory: 103mg/dl (B)(6) 2015 01:40:00 pm fasting:yes; 139mg/dl (B)(6) 2015 02:07:00 pm fasting:yes; 126mg/dl (B)(6) 2015 07:59:00 pm fasting:yes; 112mg/dl (B)(6) 2015 07:12:00 pm fasting:yes; 121mg/dl (B)(6) 2015 06:02:00 pm fasting:yes. Customers concern: 126, 112, 121 mg/dl.